Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Maude report mw5061544 states: mother had the depuy rotating platform knee, oval dome patella, cross linked stabilized insert and femoral posterior stabilized insert for a total knee replacement in 2009. She was never able to walk correctly after this. As a matter of fact, she went from bad to worse and was always in constant pain and went from being able to walk well with simply a cane to being almost completely unable to walk or bend her knee. Knee/legs swollen all the time. In 2014, she was admitted to the hospital and they found she had an infection at the knee replacement. They said she would never be able to walk again, but needed to take the knee out to save her. Agreed to have them take the knee out, but the infection was too bad and she died about 2 weeks later, never waking up from the surgery. The doctors said she died from sepsis from the knee replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/06/2016 and 06/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had experienced pain in their knee since being replaced and was unable to weightbear on that knee. On (B)(6) 2010 it was reported the patient had fallen about 3-4 months prior and landed on both knees and right side. The patient continued to have pain. The patient returned to the ER on (B)(6) 2014 with septic shock. At which time the patient was hypotensive and the hospital course was not one of improvement. On (B)(6) 2014 it was reported a bedside aspiration was performed on the knee joint and revealed a greater than 30,000 white blood cell consistent with prosthetic joint infection. During the irrigation and debridement on (B)(6) 2014, bloody serous type fluid was expressed with entrance in the knee joint. At this time depuy cement is being added to the complaint and reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: sterile review attached, reassigned to qe for DHR review (jdc). Product was processed and sterilized according to specification, there is nothing in the DHR review that would contribute to the reported incident. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: maude report mw5061544 states: mother had the depuy rotating platform knee, oval dome patella, cross linked stabilized insert and femoral posterior stabilized insert for a total knee replacement in 2009. She was never able to walk correctly after this. As a matter of fact, she went from bad to worse and was always in constant pain and went from being able to walk well with simply a cane to being almost completely unable to walk or bend her knee. Knee/legs swollen all the time. In 2014, she was admitted to the hospital and they found she had an infection at the knee replacement. They said she would never be able to walk again, but needed to take the knee out to save her. Agreed to have them take the knee out, but the infection was too bad and she died about 2 weeks later, never waking up from the surgery. The doctors said she died from sepsis from the knee replacement. Update rec'd 06/06/2016 and 06/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had experienced pain in their knee since being replaced and was unable to weightbear on that knee. On (B)(6) 2010 it was reported the patient had fallen about 3-4 months prior and landed on both knees and right side. The patient continued to have pain. The patient returned to the ER on (B)(6) 2014 with septic shock. At which time the patient was hypotensive and the hospital course was not one of improvement. On (B)(6) 2014 it was reported a bedside aspiration was performed on the knee joint and revealed a greater than 30,000 white blood cell consistent with prosthetic joint infection. During the irrigation and debridement on (B)(6) 2014, bloody serous type fluid was expressed with entrance in the knee joint. At this time depuy cement is being added to the complaint and reported. The complaint was updated on: 06/22/2016. Update rec'd 06/30/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no additional information to report. The complaint was updated on: 07/25/2016. Investigation method: no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). DHR review (B)(4) (product code 158122112, lot number 2978237), DHR review (B)(4) (product code 158125000, lot number 3017752), DHR review (B)(4) (product code 196040250, lot number d3ve24), DHR review (B)(4) (product code 960101, lot number 3010556), DHR review (B)(4) (product code 3122040, lot number 2946618), DHR review (B)(4) (product code 545050501, lot number 2927623). Investigational inputs were requested as indicated per internal procedures for this failure mode. The received medical records were reviewed by a depuy medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. Medical records were reviewed 30 aug 2016. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Investigation summary: maude report mw5061544 states: mother had the depuy rotating platform knee, oval dome patella, cross linked stabilized insert and femoral posterior stabilized insert for a total knee replacement in 2009. She was never able to walk correctly after this. As a matter of fact, she went from bad to worse and was always in constant pain and went from being able to walk well with simply a cane to being almost completely unable to walk or bend her knee. Knee/legs swollen all the time. In 2014, she was admitted to the hospital and they found she had an infection at the knee replacement. They said she would never be able to walk again, but needed to take the knee out to save her. Agreed to have them take the knee out, but the infection was too bad and she died about 2 weeks later, never waking up from the surgery. The doctors said she died from sepsis from the knee replacement. Update rec'd 06/06/2016 and 06/20/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had experienced pain in their knee since being replaced and was unable to weightbear on that knee. On (B)(6) 2010 it was reported the patient had fallen about 3-4 months prior and landed on both knees and right side. The patient continued to have pain. The patient returned to the ER on (B)(6) 2014 with septic shock. At which time the patient was hypotensive and the hospital course was not one of improvement. On (B)(6) 2014 it was reported a bedside aspiration was performed on the knee joint and revealed a greater than 30,000 white blood cell consistent with prosthetic joint infection. During the irrigation and debridement on (B)(6) 2014, bloody serous type fluid was expressed with entrance in the knee joint. At this time depuy cement is being added to the complaint and reported. Update rec'd 06/30/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no additional information to report. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Corrective action was not indicated.